Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain information regarding the details of this event and the current status of the iabp unit involved. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was experiencing autofill failures, and generating "iab disconnect" messages throughout the day. The nurse reported that the iabp unit had to be restarted approximately 7 to 10 times within a three and a half hour time frame. A getinge emergency support consultant instructed the customer to perform an intra-aortic balloon (iab) fill followed by "start" and the iabp unit was then running. The customer does not have another iabp unit to swap out, and was advised to request a rental iabp unit. There was no patient harm and no adverse event was reported.